Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was bloated. A technical support specialist (tss) confirmed that the database (db) size was at 13 giga bytes, verified that both the medical application and the db remained intact without corruption. The tss then created a backup db in a temporary location, and completed a full synchronization of the station, which resulted in a reduced db size of around 9044 megabytes and confirmed that there was sufficient space available on both the c and d drives, with usage levels at 59% and 57% respectively. The tss concluded the process by rebooting the station and verified that the medical application was running properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station required resynchronization due to the database was bloated. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.